Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display on the insulin pump. The customer's blood glucose level of the time was unknown. The customer stated that the screen on the pump goes blank when he pressed certain buttons. The customer was advised to insert new aaa alkaline battery. The customer was advised that the pump will be replaced. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify display anomalies due to blank display.